Event description:
As reported: "during osteosynthesis surgery of the femur with gamma nail, there occurs reamer breaking. The procedure was completed with the use of other instruments."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The reamer was received broken into fragments and another broken fragment was not returned. Inspection of the breakage section of the spiral shaft indicates that the device breakage happened in a brittle manner with the application of higher torsional force in a counterclockwise manner causing the spiral to unwind up. We can also see slight discoloration on the spiral, indicating wear and tear over the usage period. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause can be attributed to wear related as the device was manufactured in 2012 device has gone through multiple usage and sterilization cycles which led to a decrease in the material strength of the product and breakage during usage due to application of high torsional force. However, stryker t&e typically does not specify the maximum number of uses appropriate for a reusable medical device. When cleaned, sterilized and maintained according to the instructions provided within this document, the reusable medical device basically maintains its function and biocompatibility over the lifetime of the device. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during osteosynthesis surgery of the femur with gamma nail, there occurs reamer breaking. The procedure was completed with the use of other instruments." 10/22/2024 - additional information received: the surgical delay is not quantifiable, as it is related to the problem resolution. No consequences for the patient. The guide wire was used with the affected instrument to insert the intramedullary nail. The device was not damaged when opened and any debris was removed immediately.